Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 19 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was utilized in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due arthrofibrosis, metal allergy, stiffness, pain, and early loosening. The surgeon reported the knee was completely socked in scar and removed large pieces of synovium which were thick and angry. He indicated the tibial component was easily extracted. There were no complaints against femoral component, though it was revised. The surgeon noted the patella was solid, though it is unknown if it was revised. The patient was implanted with a competitor system. Three depuy cements were implanted in the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2018 (rt knee).